Manufacturer narrative:
The insulin pump had unresponsive escape and act buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, and a cracked reservoir tube lip. No moisture damage was noted inside of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported the insulin pump alarmed button error. Customer reported the esc, up, and down button were not responding. Customer's blood glucose was 202 mg/dl. Customer reported she was outside on the deck watering flowers, it was hot, and might have been exposed to sweat, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.